Event description:
It was reported that the pt's tka removed due to an unrelated infection.

Manufacturer narrative:
It was reported that the implant was revised due to an infection which was unrelated to the device.